Manufacturer narrative:
Exact date unknown, event occurred about six months ago based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7075114/7075355.

Event description:
It was reported that the patient was experiencing inadequate pain relief that attributes to loss of balance. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted device components will not be returned.